Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted a perforated appendix into a recurrent hernia. It was reported that the patient experienced chronic pain, swelling in his abdomen and a perforated appendix. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/07/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.